Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Per customer, no patient information will be provided.

Event description:
It was reported that a hole was found above the pump segment few minutes into infusion. The infusion was stopped, tubing was replaced, and was able to complete the therapy. The event occurred in pediatric unit. There was no patient harm. Although requested, additional information was not provided.

Manufacturer narrative:
The customer¿s report that a hole was found above the pump segment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear fluid was observed within the tubing throughout the set. No damages or anomalies were observed on the pump segment or throughout the set during initial inspection. Functional testing was performed. Small droplets were observed leaking from a small hole at the top of the silicone segment near the upper fitment. No other leaks were observed throughout the set. The root cause of the hole damage could not be definitively determined.

Event description:
It was reported that a "hole" was found above the pump segment several minutes into the infusion. The infusion was stopped, the tubing was replaced, and was able to complete the therapy. The event occurred in the pediatric unit. It was confirmed that there was no patient harm. Although requested, additional information was not provided.